Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "go numb and pass out" and have "seizure activity" which the patient indicated is related to their heart and low blood pressure. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.